Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer wants to know what is the expected range the control solution test should be in. Customer performed a level 1 control test, lot 4ac1b67. Verified the control solution expires 04/30/2016, was first opened for a month and that the control solution is stored in the kitchen. The expected range for a level 1 control test is 33-63mg/dl, the result obtained was 20mg/dl. The test strips expire 02/28/2018. And have been in use for a month. The customer states the strips are stored in the kitchen. Reviewed meter memory: 1:242mg/dl on (B)(6) 2015 05:35:00 pm fasting: no. Customer is concern with the control solution test that he ran and got 20mg/dl. Customer ran a 2nd control test and obtained a 31mg/dl ( level 1 33-63).customer then decided to run a 3rd test and got 33mg/dl.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer wants to know what is the expected range the control solution test should be in. Customer performed a level 1 control test, lot 4ac1b67. Verified the control solution expires 04/30/2016, was first opened for a month and that the control solution is stored in the kitchen. The expected range for a level 1 control test is 33-63mg/dl, the result obtained was 20mg/dl. The test strips expire 02/28/2018. And have been in use for a month. The customer states the strips are stored in the kitchen. Reviewed meter memory; 1: 242mg/dl (b)6) 2015 05:35:00 pm fasting: no. Customer is concern with the control solution test that he ran and got 20mg/dl. Customer ran a 2nd control test and obtained a 31mg/dl ( level 1 33-63). Customer then decided to run a 3rd test and got 33mg/dl.